Manufacturer narrative:
Investigation results: our quality engineer inspected the 6 photos submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the photo samples. Analysis of the sample showed that an unidentifiable black speck can be seen but could not be traced back to packaging or manufacturing of the product. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#:309703. Batch#: 3150608. It was reported that the bd syringe 5ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: the complaint stated black specs were found at the tip of the bd 5ml tray pack syringe, item #: 309703, lot #: 3150608. The contaminated syringe was returned and sent out to a third-party facility for investigation and identification of the black specs found. The final report is attached. Please see accompanying documentation. Item -309703 lot - 3150608 additional information provided: 1. If possible, could you please provide picture samples for investigation? I have re-attached the original report that was attached in my fir email. Within the report are several high detail photos. 2. Is that foreign matter found on the fluid path? Yes, the foreign matter found is right at the tip of the syringe.